Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use a bd plastipak¿ hypodermic syringe luer lok¿ was found with volumetric inaccuracy as " the printing on 2 syringes is misplaced." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one picture has been received for investigation. Upon visual inspection of the picture received it can be observed 2 syringes with the scale rotated and blurred. DHR of lot 1802007 has been reviewed finding an annotation related to the alleged defect. During marking process failures were observed in marking machine that caused damage and rotated scale on barrel. Once detected, the defective samples were rejected and the mechanical team repaired the failures. These failures were the root cause of the defect of the syringe. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection -molding: 2 injections per shift. -printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (with product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: DHR of lot 1802007 has been reviewed finding an annotation related to the alleged defect. During marking process failures were observed in marking machine that caused damage and rotated scale on barrel. Once detected, the defective samples were rejected and the mechanical team repaired the failures. These failures were the root cause of the defect of the syringe.